Event description:
It was reported that the patient was referred to the consultant after being operated on 18 months previously. After perceived uncomplicated surgery, the patient woke up with severe pain in the groin and leg, with clinical evidence of obturator neuropraxia. The operating surgeon was unable to remove the tape and anchor from obturator fossa 5 days later. The patient was left with severe chronic pain and disability and, 18 months later, is being operated on by a different surgeon to attempt to remove remaining tape laparoscopically.

Manufacturer narrative:
The sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. (B)(4).